Event description:
On (B)(6) 2013, a patient required hardware removal of a right distal femur fracture. This was due to a non-union and infection. It was reported that the plate was broken between the second combi holes by the distal head. Three screws were removed from the shaft and five from the head. None of the screws were broken. The patient was flushed out and an external fixator was placed. This is report 9 of 9 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.